Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4) lot# v875361 serial# implanted: (B)(6) 2012 explanted: product type lead: due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event.if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the cause of the impedances were unknown. It was thought that the neurologist thought extra troubleshooting was done to help resolve the issue, but it didn't work. The issue was not resolved at that time. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40 lot/serial#: (B)(4), implanted: (B)(6) 2012, product type: lead, ubd: 26-aug-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional and consumer via the manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported the patient had a lack of tremor control. No known factors were thought to have led or contributed to the issue. Impedance check on (B)(6) 2018 showed all combinations including electrodes 1 and 3 were out of range with high impedances. No intervention was performed and no surgery was planned. The issue was not resolved at the time of the report. The patient reported they thought there had always been high impedances. The patient was alive without injury at the time of the report. No further complications were reported or anticipated.